Event description:
On 3//30, during dialysis treatment, the pt, a iddm complained of weakness, nausea nad vomiting. He was transferred to another department where he was admitted for diabetic ketoacidosis with a blood glucose level of 800 mg/dl. Treatment provided is unk. He had been obtaining readings on his meter (using co's test strips) in the " low 100's." The reporter noted that the pt's meter had a fair amount of blood" on it before she cleaned it. The meter was out of calibration pre- and post- cleaning on 4/7, reading 74, 74 ouside the printed calibration range of 75-99. No quality control tests are perfornmed by the pt. It is unknown how or if the pt cleans the meter.

Manufacturer narrative:
Co has completed co's investigation of the MDR incident documented in co's initial report and, after testing the device, has not been able to verify a device malfunction which could have contributed to this event. Co concludes that the alleged inaccurate results may have been due toser error, improper meter cleaning/maintenance, use of off-brand test strips, or some unknown anomaly. At this point co's investigation of this matter is closed.